Manufacturer narrative:
Investigation summary: a device history record review was completed for provided material number 301948 and lot number 2107132. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples were obtained for evaluation by our quality engineer team; however, no signs of defect could be observed. Based on the investigation results, an exact cause could not be determined for this incident. Although the high-volume manufacturing process may generate some particulate matter, bd keeps the particulate matter to extremely low levels due to the stringent preventive measures in place. We are confident this was an isolated incident with an unlikely recurrence. Further action has not been determined necessary at this time. Our quality team will closely monitor the production process for signs of this potential defect and any emerging trends.

Event description:
It was reported that the bd¿ syringe experienced foreign matter within the fluid path. The following information was provided by the initial reporter, translated from chinese: when using a 20ml bd syringe during the operation, when the piston was withdrawn, the syringe was full of black impurities.